Manufacturer narrative:
While there is no indication that a serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation . The doctor reported this event, they found that a cable was faulty. After replacing the cable with a new, the device works like it should, it is normal.

Event description:
In this event it is reported that a propex ii eur gave incorrect measurements. No injury.